Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the charging cable had overheating. No additional event or patient information is available. The charging cable has been received for evaluation. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
(B)(4). Describe event or problem ¿ correction/additional. Additional information/device evaluation ¿ additional. Device evaluated by manufacturer ¿ additional. Event problem and evaluation codes - additional.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the charger had overheating. No additional event or patient information is available. The charger was returned for evaluation. An exterior visual inspection was performed and passed. Usb cable load test was performed and passed. The charger was used to charge a receiver and was observed to overheat. The reported event of the overheating of the charger was confirmed. A probable cause could not be determined.